Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. The customer stated that the biofire bcid2 panel result did not match the result from culture. It is unknown if the patient was affected due to the biofire bcid2 panel result. No serious injury or death was reported. Conclusion: the investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was a pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure the product is manufactured to the highest quality. Each biofire reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall, s. Aureus on biofire bcid2 panel has a false negative rate of <0.001 in the field over the last year. These rates are within biofire system specifications. According to table 29. Biofire bcid2 panel clinical performance summary, staphylococcus spp. Of the biofire bcid2 instructions for use (www.online-IFU.com/iti0048), the performance claim for the s. Aureus assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 100% (95% ci 97.6-100%) and an overall specificity of 99.9% (95% ci 99.5-100%). S. Aureus was detected in both false positive specimens using an additional molecular method.

Event description:
Summary: los robles regional medical center (thousand oaks, ca) reported a potential false negative staphylococcus aureus result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. It is unknown if the patient was affected due to the biofire bcid2 panel result. The investigation concluded that the most likely cause for the false negative s. Aureus result on the biofire bcid2 panel was a pouch anomaly.

Manufacturer narrative:
Investigation: on (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. The customer stated that the biofire bcid2 panel result did not match the result from culture. It is unknown if the patient was affected due to the biofire bcid2 panel result. No serious injury or death was reported. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the supplemental report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: (B)(6) reported a potential false negative staphylococcus aureus result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. It is unknown if the patient was affected due to the biofire bcid2 panel result. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.